Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).

Event description:
A nurse reported that the valved trocar cannulas leaked during a vitreoretinal procedure. The procedure was completed without patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which indicated: the procedure performed was a right eye pars plana vitrectomy. No further information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A device history record review was conducted. No anomalies were identified. The product was released based on the products acceptance criteria. A complaint history examination indicates that this is the second complaint received against the component lots. One opened 23 gauge trocar hub/cannula assembly was received for evaluation. The returned sample was visually inspected using 15x - 20x magnification and was found to be conforming. The sample was then functionally tested for leaking and found to be conforming. The root cause for this complaint is unknown because the returned sample was conforming to specification. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).